Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs indicated that no errors were noted for the bipolar maryland forceps. The total use time was two hundred and twenty-eight minutes with a use count of two. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. Microscopic inspection noted no damage of the drive cables. The tip of one of the jaws was broken and the broken piece was returned. The epoxy joint was broken and the two halves of the pulley were separated. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the broken jaw, the jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The investigation identified that the most likely cause could be traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after resecting the prostate from the urethra during a robotic laparoscopic assisted prostatectomy procedure, the tip of the jaw of the bipolar maryland forceps broke and fell into the cavity of the patient. This occurred due to contact with a cadiere forceps while placing the specimen into the specimen bag. The jaw fragment was removed from the patient using a laparoscopic operation, while repeatedly confirming the location of the tip using x-ray imaging. A total of sixteen x-rays were used resulting in the surgery time being extended by about two hours. It was confirmed that all pieces of the instrument were removed from the patient. The trocar incision site was not extended. There was no damage observed with the cadiere forceps.

Event description:
It was reported that after resecting the prostate from the urethra during a robotic laparoscopic assisted prostatectomy procedure, the tip of the jaw of the bipolar maryland forceps broke and fell into the cavity of the patient. This occurred due to contact with a cadiere forceps while placing the specimen into the specimen bag. The jaw fragment was removed from the patient using a laparoscopic operation, while repeatedly confirming the location of the tip using x-ray imaging. A total of sixteen x-rays were used resulting in the surgery time being extended by about two hours. It was confirmed that all pieces of the instrument were removed from the patient. The trocar incision site was not extended. There was no damage observed with the cadiere forceps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.